Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal. The uso seal was replaced to fix the issue.

Event description:
It was reported that the device had a damaged battery compartment the results of the investigation found that the device's upstream occlusion seal was buckling. There was no patient involvement.